Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been trying to get an MRI for over 3 weeks, but the MRI facility told them that the device is too old to perform the MRI. Helped caller connect to implant and they saw a message that the internal battery is low and to contact the clinic clinician. Caller was still able to access MRI mode and see they were full body MRI eligible. Caller wanted to walk thru MRI mode again and this time they saw a message about therapy being stopped and a serial number. The caller could not tell exactly what it said because they have a visual impairment. Caller was only seeing the option to "end session". Caller tried again and was seeing "device not responding". Reviewed that it is possible that the ins depleted. The caller does not recall the last time they used the externals to connect to the ins. Redirected to hcp.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.